Event description:
It as reported that during a device changeout procedure this right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedances (sli) measuring greater than 125 ohms. Troubleshooting was performed as they tested different vectors and sli were still oor. Technical services discussed possible calcification buildup on the rv coil. It was noted when the patient was in the recovery room and the patient was not connected to any form of electromagnetic interference (emi) impedance testing was performed and were still oor. Technical services recommended to consider replacing the lead since full energy may no longer be delivered and may not convert the patient if there is an arrhythmia. At this time, the rv lead remains in service. No adverse patient effects were reported.